Event description:
It was reported from (B)(6) that the connecting part of the motor device came off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the swivel of the device was loose and the device had an oil leak at the swivel. It was further determined that the device failed pretest for visual assessment and oil leak assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).